Event description:
Per information provided: (B)(6) 2015 - patient was diagnosed with right inguinal hernia thereby underwent laparoscopic repair with the implant of 3dmax light mesh (device 1).per op notes, "a periumbilical incision was made and was carried down, a large 3dmax light mesh (device 1) was placed into the right side of the inguinal area and to the cooper's ligament." (B)(6) 2016 - patient was diagnosed with recurrent right inguinal hernia thereby underwent laparoscopic repair with the implant of bard mesh pre-shaped w/ keyhole (device 2). Per op notes, "the 3dmax light mesh (device 1) was palpated. A bard mesh pre-shaped w/ keyhole (device 2) was placed to the pubic tubercle using prolene sutures." (B)(6) 2017 - patient was diagnosed with recurrent right inguinal hernia thereby underwent laparoscopic repair with the implant of bard flat mesh (device 3). Per op notes, "there was a right-sided recurrence of hernia and could see the old mesh (device 1 and 2) in the preperitoneal position. Identified the old mesh had curled up and allowed the edge of the peritoneum. A bard flat mesh (device 3) was placed."

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-dec-2014) is considered to be a best estimate. This MDR represents the 3dmax light mesh (device 1). An additional supplemental emdr was submitted to represent the bard mesh pre-shaped w/ keyhole (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.